Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user newly started on the ilet experienced recurrent morning hypoglycemia, including a glucose value in the 40¿50 mg/dl range, after less than one week of use without manufacturer-led training and while using a dexcom g7 sensor; the user treated episodes with oral carbohydrates such as peanut butter, sugar, and milk. Symptoms included confusion during the hypoglycemic event. Outcomes included self-treatment with oral glucose sources and no medical intervention or hospitalization. Investigation included telephone-based troubleshooting and user education, along with referral for additional initial training. Investigation of this case revealed no device alarms or malfunctions and indicated that the cause of hypoglycemia was unclear in the context of early adaptation and user training needs. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.